Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to d9, h3, h4 and h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the investigation was based on the complaint information, and since the device did not return, the customer's allegation could not be confirmed, and further information could not be obtained. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no image when connected to the digital visual interface connection. The issue was found during maintenance and no procedure was being performed. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.